Event description:
It was reported that during an unknown procedure, the clip applier was removed from the packaging and didn't fire the first time the surgeon went to use it. They immediately opened another instrument to rectify the situation. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition with a partially fed clip into the jaws. The clip was removed from the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed one conforming clip, after that the device was cycled and no cilp was fed: then the remaining clips were properly fed and formed. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.